Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer states that the insulin pump seems to be frozen. The customer's blood glucose level was unknown mg/dl. The customer is not able to program bolus. The customer was helped to turn off block feature, also explain how to clear high alerts to keep recurring every couple of minutes. The customer was walked thru clearing meter blood glucose now and assisted with calibrating.